Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer alleged that when travelling on a plane, the altitude affected the functionality of the cartridge. Reportedly, the customer experienced decreased blood glucose (bg) levels due to the reported issue; value was not provided. Tandem technical support advised the customer that the cabin pressure of the plan would prevent altitude from impacting the pump; however, the customer maintained that there was an issue. The customer declined to perform troubleshooting with tandem technical support.